Event description:
The complainant has reported that a patient ( age and gender unk) underwent a therapeutic procedure for excision of an intra-pelvic malignancy. The percuflex plus stent was placed in urinary duct. The suture of the stent was fixed to the foley catheter by tape. As the surgical procedure began, it was noted that the stent came out from the urethral opening. The physician noted that the stent had separated at 4cm from the proximal coil. The distal stent was removed from the patient body. The procedure was successfully completed with another of the same device. The patient tolerated well with no ill effects. Patient condition noted to be good.